Event description:
Caller asking if a mpxr report needs to be completed if this patient's boston scientific 0181 lead is being extracted today due to damaged coils? Explained that a mpxr will need to be completed." Lead manufactured by boston scientific case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).